Manufacturer narrative:
Manufacturing reference number 3006705815-2021-02637 should not have been reported as a medical device report (MDR) after the device evaluation confirmed the reported observation of ¿intermittent communication and lost therapy¿ was confirmed. No communication issues were observed during analysis, the device had reached the end of life (eol). When eol is declared, further programming of the device is inhibited. The root cause of the reported observation was due to the device having normal battery depletion and reaching eol.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced intermittent communication issues between their ipg and external devices. Later, the patient lost therapy and the ipg thoroughly stopped communicating with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored postoperatively.